Event description:
Information received from the field notes that the patient presented with pectoral stimulation. The device exhibited clavicular crush, <200 ohms impedance, an increase in pacing thresholds, intermittent capture at 3.75 v, and a poor sensing threshold of 1.8 v. The pulse generator was programmed to vddr.